Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed, and the error was not replicated. However, the error could be confirmed as having occurred via the field error logs. The unit passed all tests that were performed.

Event description:
It was reported that prior to the start of a da vinci-assisted pyeloplasty surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that while trying to dock, they encountered a recoverable fault on universal surgical manipulator (usm) 3. The site pressed the recover selection, but the error immediately returned. Prior to contacting isi technical support, the customer had rebooted the system, but the error was not resolved. The tse had the customer perform a hard reboot, but the error persisted. The customer elected to disable usm 3 and continue with the remaining usms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the issue was identified after ports were placed and prior to docking.